Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 350mg/dl, 100 something (mg/dl) and 70mg/dl. He felt hypoglycemic and ate a piece of candy. The customer felt better 5 minutes following treatment. No adverse event reported. New system sent to customer and return requested.